Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/04/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope 10x magnification and viscoelastic residue was observed and the optic zone was observed bent. One of the haptics was observed distorted and the other haptic was bent. The cartridge was observed with viscoelastic residue only at the cartridge tube. No viscoelastic residue was observed in the loading zone of the cartridge. The condition of the lens received appears to be caused by the pushrod of the handpiece due to the scarce amount of viscoelastic used. The complaint could not be verified due to the condition of the lens received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in further review, it was observed that the initial emdr was filed against the lens when it should have been the cartridge device. However, through additional follow up, it was confirmed that only the cartridge had contact with the patient's eye. The lens did not have contact with the eye and was therefore, not partially inserted. This complaint is no longer considered a reportable event. No further submissions will be provided under MFR report number 2648035-2017-01857. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/04/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under a microscope and viscoelastic residue was observed. The optic zone was observed bent. One of the haptics was observed distorted and the other haptic was bent. The cartridge was observed with viscoelastic residues only at the cartridge tube. No viscoelastic residue was observed in the loading zone of the cartridge. No damages were observed to the cartridge. The condition of the lens received appears to be caused by the pushrod of the handpiece due to the scarce amount of viscoelastic used. The complaint could not be verified because of the condition of the lens received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable as there is no indication that the lens was implanted. If explanted, give date: not applicable as there is no indication that the lens was implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) did not open the way it was supposed to when inserting into the patient's operative eye. The lens did touch the patient, but did not come out completely from the cartridge. No additional information was provided.